Manufacturer narrative:
Philips investigated this complaint and came to the following conclusion: the pedals of the footswitch may bend by using it on a non rigid and non flat surface (anti fatigue mats, cables underneath). Philips had identified this issue and initiated field corrective action 72200248 (FDA reference z-1280-2016) the footswitch of the customer should have received this field corrective action, but it was missed. Further investigation showed that the system was missed because the defective footswitch was not the originally shipped footswitch, but was replaced during corrective maintenance. Investigation showed this was not an isolated case, other fru¿s (field replaceable units) were missed for fco72200248. A field change (fc2017-igtbst-029) has been initiated to correct the systems that were missed. This field corrective action will be communicated through the appropriate channels for field actions.

Manufacturer narrative:
When the investigation has been completed philips will inform the FDA

Event description:
Philips received a complaint from the customer in which it was stated that they could not make fluoro because the fluoro pedal was bent and switch did not contact when pressed. The customer replaced the footswitch with a spare one and got the lab up and running. The footswitch that was taken out did not have the bottom bracket and when it gets placed on a floor mat it bends over time. No patient harm was reported due to this issue.